Event description:
Per complaint (B)(4), it was reported that a dental implant potentially had a defective internal screw. While the implant procedure was being performed, the implant just kept spinning in the patient's mouth. The implant was not placed. No adverse patient consequences were reported.